Event description:
A us distributor reported that an electrode belt had non-functional tes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. There was an open pulse wire in the trunk cable. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.